Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that an 035 180cm starter guide wire became stuck in a 6f fr4 impulse guide catheter. The devices were removed and the guide wire and catheter were exchanged in order to complete the procedure. No patient complications were reported. However, returned device analysis revealed peeled guide wire coating.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned lodged within the 6fr impulse catheter. The specimen guidewire is extending 125cm proximally from the proximal end of the 6fr impulse catheter. The shaft of the 6fr impulse catheter presents pinch damage located 65.0 to 65.8cm from the proximal end of the luer hub fitting resulting in a constraint condition on the guidewire shaft approximately 4 to 5cm proximal of the guidewire distal tip. The pinch damage reduces the catheter shaft diameter from .07985" to approximately .06605" with a corresponding reduction in inner lumen diameter. The exposed guidewire shaft presents several bends/kinks of varying severity scattered between the proximal end of the catheter and the proximal end of the guidewire with camber over the remainder of the guidewire. The specimen guidewire also presents severe scraped/frayed ptfe coating located 68.2 to 69.1cm from the proximal end and light scrape damage to the coating towards the proximal end of the specimen guidewire, consistent with the application of a torque device or similar tool. No other damage or inconsistencies are noted to the specimen at this time. The proximal joint appears to be correct and intact by visual examination and both joints appear to be intact by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. All attempts to free the guidewire sample from the catheter in a non-destructive manner have been unsuccessful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).